Event description:
Additional information: an ungrounded patient cable was provided to the patient in mid-august. There have been no further issues on power module support with the ungrounded cable. The patient was placed on the high urgent transplant list due to this event and therefore remains in the hospital but is reportedly "absolute stable."

Manufacturer narrative:
Manufacturer's investigation conclusions: pump stop events were confirmed in the log file data provided by the account. The submitted log file contained 120 data entries. A specific date range that the data encompassed could not be conclusively determined as the log file was edited prior to being evaluated and no raw log file data was submitted by the account. A pump stop event with associated low speed/flow alarms was recorded beginning at data entry 106 while the system was supported with the power module. At data entry 115, the driveline was disconnected from the system controller resulting in active driveline disconnect alarms and a pump stop event that persisted for the remainder of the captured data. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop event with associated low speed/flow alarms cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. These documents warn that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document, as well as the heartmate ii lvas IFU, covers all system controller alarms, as well as the appropriate associated actions. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records (doc. #(B)(4)) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 3/4/2009 via (B)(6). No further information was provided. The patient remains ongoing on (B)(6). The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. It was reported that the patient was admitted to the hospital following epc system controller alarms. After connecting the pump to a power module, the healthcare provider noticed that the pump was unable to maintain the fixed speed. The patient was put back on batteries and the alarms, low flow and low speed, disappeared. The patient was admitted to the hospital and an ungrounded patient cable was requested for the patient. The patient was stable on battery support while awaiting the ungrounded cable. No further information was provided.

Event description:
Additional information: it was reported that the patient underwent a heart transplant on (B)(6) 2019.